Event description:
The customer reported that the insulin pump was not delivering insulin. The blood glucose reading was 558mg/dl. The customer stated that while wearing the device his blood glucose was running high. The customer attempted to bolus, but the act button was not responding. The caller stated that the numbers were not ramping on their own. The time was incorrect. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with numbers counting up to number three and frozen screen, then constant tone. Problem isolated to the motherboard. Further testing could not be performed due to the frozen display. The device had moisture damage on the motor assembly.